Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Health care professional reported right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Evaluation codes: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). Lump/nodule : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as the device was implanted.

Event description:
Health care professional reported right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.